Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-4 patient weight: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The zcb00 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). On (B)(6) 2024 posterior capsule opacification (pco) was noted during a yttrium aluminum garnet (yag) evaluation. The patient can perform her daily activities as she did prior to the surgical procedure. A yag laser capsulotomy procedure was performed on (B)(6) 2024. Best corrected visual acuity (bcva) pre-operative was 30 and post-operative was 20. Patient prognosis was reported as fully recovered. The iol directions for use were followed. The suspect iol is not available for return as it remains implanted in the patient's eye. No further information is available.